Event description:
The manufacturer received information alleging the machine flow sensor had inaccurate measurements for a trilogy ev300 device. There was no harm or injury reported. The customer had placed a service call to the local philips helpdesk for this issue. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the machine flow sensor had inaccurate measurements for a trilogy ev300 device. There was no harm or injury reported. The customer had placed a service call to the local philips helpdesk for this issue. The trilogy ev300 device was evaluated by a philips service engineer (se). The device evaluation found the machine flow sensor had caused the inaccurate measurement to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time.